Event description:
Alleged event: the staplers did not close the staples properly. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product visistat 35w 6/box, lot # 73h1400373 investigation did not show issues related to complaint. The MFR will continue to monitor and trend related events.